Manufacturer narrative:
Complaint conclusion: as reported, the tuohy-borst valve of the smart flex vascular stent system was fractured. The procedure was completed successfully by changing to a new smart flex stent with the same catalog number. There were no reports of patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). The user was trained in the use of the device. Excessive force was not used with the device. The lesion was located at the femoropopliteal artery. The target site was mildly calcified with no tortuosity. It was 75% stenosed. There was no acute angulation, bifurcation, or chronic total occlusion. There were no damages or anomalies noted to the device or packaging prior to use in the patient. The fracture was identified when the device was being deployed. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received for analysis. The unit was thoroughly inspected and a kink along with a fully separated condition located 11 cm from the distal portion of the hub was noted. The stent was not deployed concluding that the received device was unsuccessfully attempted to be deployed and the separation of the shaft resulted from this unsuccessful attempt. A functional analysis was executed, and the conditions of the unit have compromised the flushing mechanism as the body shaft was fully separated resulting in a leak on the distal portion of the valve end. However, when the separated portion was pulled back into the manufacturing position, the flushing test was repeated, and no leak was observed. During the second attempt, distal end flow was confirmed concluding that the separation is the only malfunction compromising the flushing mechanism. When the shaft was returned to the manufacturing position no leak was observed to be present on the valve therefore no relation to the reported malfunction with the conditions of the unit received could be confirmed. A microscopic analysis was performed on the separated section of the shaft and elongations and plastic deformations were observed to be present on the separation borders. Additionally, no damages were observed along the body of the tuohy-borst valve. A product history record (phr) review of lot 340907 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿tuohy borst valve (excluding smart control) - cracked¿ was not confirmed. The tuohy-borst was not fractured. However, the event ¿stent delivery system (sds)- separated¿ was confirmed. A separation was observed on the unit¿s shaft. The plastic deformation and elongations observed on the separation borders suggest rough handling factors as a possible attributable cause. Therefore, procedural or handling factors may have contributed to the separation. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the tuohy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the tuoy borst valve of the smart flex vascular stent system was fractured. The procedure was completed successfully by changing to a new smart flex stent with the same catalog number. There were no reports of patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). The user was trained in the use of the device. Excessive force was not used with the device. The lesion was located at the femoropopliteal artery. The target site was mildly calcified with no tortuosity. It was 75% stenosed. There was no acute angulation, bifurcation, or chronic total occlusion. There were no damages or anomalies noted to the device or packaging prior to use in the patient. The fracture was identified when the device was being deployed. The device will be returned for evaluation. Addendum: per pe findings, the unit was thoroughly inspected, and a kinked condition was observed 11 cm away from distal portion of the hub, along with a fully separated condition of the shaft.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.